Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 86 years old patient with a valve model 7300tfx29 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of four (4) years and eight (8) months due to degeneration leading to stenosis. A 29mm transcatheter valve was implanted within the pre-existing surgical device with a perfect result.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that this 86 years old patient with a valve model 7300tfx29 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of four (4) years and eight (8) months due to calcific degeneration leading to stenosis. The patient presented with shortness of breath. A 29mm transcatheter valve was implanted within the pre-existing surgical device using the trans-septal approach with a perfect result. The patient was discharged home.